Event description:
Leak of pressure monitoring kit reported. A pt was hooked up to a pressure monitoring kit and a cardiac catheterization procedure started. The tubing leaked when injector use was started. A blister was noted in the tubing at the female end of the tubing where they attach to an injector or syringe. There was no report of bleedback or blood loss. A clinician reported that st segment elevation occurred as if air had been injected into the pt, but no air was noted on fluoroscopy. An unspecified dose of nitroglycerin was started and the st segment returned to a more normal range. The tubing was changed to solve the problem. No adverse sequelae to the pt reported.